Manufacturer narrative:
(B)(4).device evaluated by MFR.it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a coronary stenting procedure, stent migration occurred. The target lesion was located in the left anterior descending artery. The physician deployed an unspecified sized promus element stent in the lesion and then attempted to post dilate the stent with nominal pressure and the stent moved down the vessel. The stent was left in situ. The procedure was completed with another unspecified sized promus element stent covering the area where the stent had moved. No patient complications were reported and the patient's status is good.